Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports they are unsure if the drive support cap is protruded, loose, sticking out or flush. Customer did not report an e70 alarm. Customer was able to complete pump rewind. Pump alarm history contains more than one motor error alarm within the last 30 days. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.